Event description:
It was reported that when the physician would like to change the stylet, it was impossible to insert the new stylet in the lead. The lead was not implanted because the physician suspected damage in the insulation. A new lead was implanted and it was okay. The patient felt fine and received effective therapy. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics or troubleshooting performed. Interventions included the physician replacing the lead. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis found the stylet coil of the lead body was perforated by the stylet. The continuity of the lead was complete and there were no electrical shorts identified between the circuits. If information is provided in the future, a supplemental report will be issued.